Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed restart messages at power-up and again during loading, which temporarily blocked advancement until returning to the home screen, and later another restart alert (alert 60) occurred; the device then operated normally after a software update and no further issues were reported, consistent with a failure to read an input signal associated with a circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a device failure to read an input signal, with involvement of the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.